Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose level was 140 mg/dl. Additionally, a cartridge alarm (alarm 06) occurred. A supply change was performed resolving the alarms. System check could not be performed as the issues occurred in the past.